Event description:
The 24.0 lens was exchanged for a 22.5 lens due to wrong power, myopic and explant. This does not meet criteria for reporting based on applicable medical device regulations. A lens exchange from one power to a different power is an attempt to adjust or fine tune the refractive outcome trying to achieve a desired target when the initial lens calculations did not achieve the intended outcome. There is no reported defect or fault with the lens.

Manufacturer narrative:
Based on new information received following submission of the initial report, this event does not meet criteria for reporting based on applicable medical device regulations. A lens exchange from one power to a different power is an attempt to adjust or fine tune the refractive outcome trying to achieve a desired target when the initial lens calculations did not achieve the intended outcome. There is no reported defect or fault with the lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical academic manager reported that post implantation of an intraocular lens (iol) the patient experienced a myopic surprise of 1.75d. The iol was exchanged for another lens 2 weeks following the initial implant procedure. Additional information was requested.